Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was unable to locate the app icon. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. No injury or medical intervention was reported.